Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. During further inspection a deformation of the fixation helix was observed which occurred most likely during the explantation procedure. Further analysis revealed deformations of the inner coil which were caused presumably by overrotation of the inner coil during the extension or retraction of the fixation helix. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted after it had to be repositioned twice. This lead exhibited loss of capture and sensing. Should additional information become available, this file will be updated.